Event description:
The manufacturer service engineer (fse) reported that during preventative maintenance service found in the diagnostic log the ventilator alarmed and displayed codes that indicated a spi bus failure. The fse reported that the unit was not in use on patient.

Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 03/10/2016. Conclusion / root cause: the data acquisition pcba and data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).